Event description:
It was reported that patients lead implant had aborted due to dural puncture and lacked of access to the epidural space. A bloodpatch was performed and post-operative care. No device malfunction was suspected. The patient was doing well postoperatively. The lead was not returned.